Event description:
Gambro received a voluntary medwatch form regarding a dialysis pt that stated "within moments after treatment started, pt stated 'I fell funny' and was non-responsive, without a pulse." A normal saline IV bolus was given and CPR was started. After "approximately 30 seconds, the pt started regaining consciousness" and "vital signs stable." "Patient left via ambulance, aox3, no distress." During gambro's investigation of this event, the nurse reported the pt was discharged form the hospital following a brief stat. She returned to the clinic and resumed her scheduled treatments using polyflux 170 h dialyzers and had no additional problems.

Manufacturer narrative:
A gambro polyflux 170 h dialyzer was used in the dialysis treatment. The dialyzer was discarded by the facility. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 35,496 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaints with similar events were reported for this lot number. Gambro does not regard the submittal of this report as an admission of causation or liability.